Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. The reported failure to deploy thumb advancer was confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. It was reported that patient was morbidly obese. The starclose se instructions for use (IFU) states, the safety and effectiveness of the starclose se device have not been established for patients who are morbidly obese (body mass index greater than 35 kg/m2). It was also reported that there was calcification at the access site. The IFU states, the safety and effectiveness of the starclose vascular closure system have not been established in the following patient populations: patients with femoral artery calcium, which is fluoroscopically visible at access site. Per the instructions for use- precautions: do not deploy the clip in areas of calcified plaque. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar failure to deploy thumb advancer incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the mildly calcified left common femoral artery was attempted using a starclose se device with a 7f sheath after an aortic thrombolysis and iliac stenting interventional procedure. Reportedly, there was difficulty during sheath splitting and sheath carving was observed. The device was removed using the safety release mechanism and manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. It is unknown if the physician is trained in the use of the starclose se device. No additional information was provided.